Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 01mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the patient was found to have an approximate 20 cm length of broken nasogastric tube in the gastrointestinal tract. It was identified during a routine x-ray and was removed via endoscopy on (B)(6) 2018. It was unknown how or when the tube broke. No patient injury was reported.

Manufacturer narrative:
The lot number provided was determined to be invalid. A review of the device history record is not possible. Root cause could not be determined. All information reasonably known as of 09-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).